Manufacturer narrative:
Solta medical has confirmed a low incidence (less than 1% of the total estimated number of treatments) of first- and second-degree patient burns associated with tears/cuts of the membrane of the treatment tip which contacts the patient during the thermage cpt procedure. Breakdown of the membrane can cause the radiofrequency energy, delivered by the system, to focus in a small area of the membrane, rather than to be uniformly distributed over the entire membrane area leading to potential patient burns. Both the thermage user manual (p009240-04 rev. A) and technical bulletin tb-19 instructs the operator to inspect the treatment tips for any signs of physical damage prior, during, and after treatment. With respect to all thermage systems clinicians should frequently inspect the tip membrane during treatment for signs of breakdown and build-up of foreign substances. With respect to the cpt system, solta recommends that a tip membrane inspection be performed at the outset of the procedure and every 50 (fifty) pulses thereafter. A review of the manufacturing records showed all requirements were met. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action was deemed necessary. It was reported no patient injury occurred. During evaluation of the treatment tip, product support found and confirmed damage to the tip membrane. It is unknown how and when damage to the tip membrane occurred. The investigation is complete.

Manufacturer narrative:
The product evaluation confirmed the hole in the tip's membrane. As reported, upon receipt for evaluation, the tip had been used for 410 reps. The tip passed flow and thermistor testing. The tip failed visual testing and no functional or leak testing was performed due to the observation of dielectric breakdown. Additional investigation results are pending.

Event description:
A user facility in taiwan reported that the membrane on the thermage treatment tip was damaged. The doctor found a tiny hole on tip's membrane after 410 reps. There was no patient injury.